Manufacturer narrative:
Event year reported as 2019, exact date of postoperative plate breakage is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported that a locking compression plate (lcp) medial proximal tibial plate was noticed to have ruptured on (B)(6) 2019. The patient was initially implanted on (B)(6) 2019, due to a pathological fracture of non-hodgkin (nh) bone lymphoma. There is no information about the revision surgery as of this time. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 4.5mm ti lcp medial proximal tibia plate 10h/right 214mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: a device history record (DHR) review was conducted: part number: 439.990. Lot number: 6661635. Part manufacture date: 20-may-2011. Manufacturing location: elmira. Part expiration date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm ti lcp medial proximal tibia plate 10h/right 214mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed two nonconformances (one mrr and one nc) associated with raw material lot 5366512. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This mrr and nc are not relevant to this complaint since the raw material was deemed to be used as is. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: the plate was received in two pieces. The plate was observed to be broken, with the oblique fracture occurring at the second most proximal combi-hole. No other issues were identified with the returned components of the device. The concomitant screw implants were returned without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition. The dimensional inspection showed the returned device was conforming. The relevant drawings, reflecting the current and manufactured revisions, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed as the plate was broken into two pieces, with the oblique fracture occurring at the second most proximal combi-hole. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient or the screws incorrectly locked to plate (not properly torqued). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: locking screw (part 413.365, lot l640914, quantity 1); locking screw (part 413.360, lot l718993, quantity 1); locking screw (part 413.344, lot l628812, quantity 1); locking screw (part 413.344, lot l028498, quantity 1); locking screw (part 413.330, lot l015897, quantity 1); locking screw (part 413.328, lot l758067, quantity 1); locking screw (part 413.326, lot l136074, quantity 1); locking screw (part 413.324, lot l422632, quantity 1).